Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge their pump with their tandem issued usb cable. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.